Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 25.5mmol, 18.3mmol, 31.0mmol. Tests were done within 20 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.